Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s blood glucose value at time of incident was unknown. The customer was treated with intravenous drip. The insulin pump will be returned for analysis.